Manufacturer narrative:
The reported event of incorrect measurement was not confirmed. The device was above elective replacement indicator (eri) level upon receipt. Final analysis did not find any anomalies. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the pacemaker was interrogated prior to use and was found to be exhibiting incorrect measurements.